Event description:
It was reported that the inflatable penile prosthesis (ipp) pump and cylinders were explanted due to "cylinder connection tubing crack" that occurred after the device was in use. Two weeks prior to surgery the patient presented wit the device no longer working properly. A new pair of ipp cylinders and a pump were implanted. The patient was stable following the surgery.

Manufacturer narrative:
Device evaluation: the ams 700ipp cylinders could not confirm the reported allegation of a tubing leak and device malfunction. A leak was identified in one of the cylinders as a result of sharp instrument damage. Product investigation was unable to determine the most probable cause of this damage. The ams 700 momentary squeeze (ms) pump was visually inspected. The tubing was identified to be cut down to the pump block; no leak was found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis was unable to confirm cylinder connection tubing crack due to the device was not returned for analysis. However, product analysis concluded that identified a pump failed activation test was the most probable cause of the device malfunction. D4: model number: 72404310 lot number: 1000189278 model description: pump ms.

Manufacturer narrative:
Device: model number: 72404310; lot number: 1000189278; model description: pump ms.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump and cylinders were explanted due to "cylinder connection tubing crack" that occurred after the device was in use. Two weeks prior to surgery the patient presented wit the device no longer working properly. A new pair of ipp cylinders and a pump were implanted. The patient was stable following the surgery.